Event description:
The manufacturer received information alleging a ventilator would not pass service testing. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device failed a step during testing. The device's active exhalation control module was replaced to address the issue.